Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009; inratio: 4.3; inratio (different meter): 3.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot 220408: 1st inr = 4.3, 2nd inr = 3.3. Inratio meter: mean: 3.80; sd: 0.71; %cv: 18.61. Since 18.61% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Donor 1: (inr) returned: 2; (inr) in-house: 2.2; mean: 2.10; sd: 0.14; %cv: 6.73; resolution: pass. Donor 2: (inr) returned: 4.1; (inr) in-house: 3.4; mean: 3.75; sd: 0.49; %cv: 13.20; resolution: pass. For each pair of replicates for each sample on strip lot 220408, mean and standard deviations were calculated. In-house test results have 6.73% and 13.20%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Accuracy test was performed on returned meter. Accuracy criteria met. Meter functional test was performed. All but sample indicator test passed. Sample indicator was on in sample test. Issue was not related to meter, but tester platform. Inr 4.3 in complaint was not found in meter memory. Further testing is not required at this time. No corrective action required at this time.